Event description:
It was reported to philips that the heartstart mrx defibrillator showed a red x on the display after passing the self test. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The issue was reported to philips because the device had a redx on display after passing self test. There was no report of patient involvement.